Event description:
Olympus was informed that during an onsite visit, the user facility staff was incorrectly performing leakage testing of the cystonephrofiberscope. The staff was manually disinfecting the accessories, rinsing the endoscope following disinfection, sterilizing and precleaning the endoscope. No patient infections or injuries reported.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the staff have not been leak testing any endoscopes for almost 01 year according to staff. Leak tester is currently broken with no replacement. Staff do not have a sink with water lines marked to determine how many gallons of water is required to properly reprocess an endoscope. Not using any method to measure the appropriate amount of detergent per gallons. Staff are also flushing endoscope with non-diluted detergent during manual cleaning vs. Utilizing the right detergent/water ratio. Staff have not been testing the aldahol used for manual high level disinfection, instead changing every 14 days. The aldahol test strips currently available to the staff expired on april 2020. Staff have also not been performing any pre-cleaning immediately after procedures. The facility currently doesn't have any space provided to hang endoscopes vertically after reprocessing/manual high level disinfection. Currently endoscopes are laid flat, in a covered bin with other instrumentation. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The ess provided an in-service on a cyf-5 for staff. The ess provided the user facility staff with a copy of the ontrack forms, as well as test strip logs, aldecheck test strips instruction for use (IFU), aldahold instruction for use (IFU) and a customer letter for aldahol temperature requirements. A blank copy of the on track for the cystonephrofiberscope (cyf-5) was also provided for staff to be able to reference alongside their current reprocessing wall poster. Ess emailed sales representative with a request to provide customer a quote for a handheld leak tester. Based on the results of the investigation the presumable cause and root cause for the event could not be determined. The following is included in the instructions for use (IFU): instructions oes cystonephrofiberscope. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection and sterilization procedures; chapter 8 cleaning and disinfection equipment; chapter 9 storage. Olympus will continue to monitor field performance for this device.